Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /bilateral pelvic pain/ pain/ sharp pain in pelvis"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), genital haemorrhage ("heavy and irregular bleeding/went to the emergency room again (B)(6)2015 bleeding profusely/for the last 3 months the bleeding has been heavy and non-stop/abnormal bleeding"), syncope ("fainted 27 times in the last 3 years"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding endometriosis"), endometriosis ("dysfunctional uterine bleeding endometriosis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal haemorrhage (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 24-year-old female patient who had essure (batch no. 626698(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2009. The patient's medical history included post coital bleeding in may 2008, multigravida, parity 3 ((B)(6)2005, (B)(6)2006, (B)(6)2008), blood pressure high, early onset of delivery, dizziness, headache, endometrial polyp, endometriosis, weight gain and belly ache. Unspecified date: cultures - results not provided. Concurrent conditions included migraine since may 2008, overweight, smoker and alcoholic. Family history included breast cancer, colon cancer, endometriosis, cervical cancer and lung cancer. Concomitant products included medroxyprogesterone acetate (depo provera) since 2000 and oral contraceptive nos since 2003 for irregular periods as well as anaesthetics (anesthesia). On(B)(6)2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of nausea ("morning sickness"), migraine ("migraines"), abdominal pain ("abdominal pain") and dysmenorrhoea (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2012, the patient experienced syncope (seriousness criterion medically significant). In 2013, the patient experienced musculoskeletal pain ("right shoulder pain"), pain in extremity ("bilateral leg pain"), peripheral swelling ("bilateral leg swelling") and back pain ("back hurts"). On (B)(6)2015, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant) and endometriosis (seriousness criterion medically significant). In june 2015, the patient experienced menstruation delayed ("missed my june period"), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient experienced vision blurred ("bad blurred vision"). On an unknown date, the patient experienced hypertension ("high blood pressure"), pyrexia ("fever of 102 to 103 degrees"), hot flush ("makes me feel I have hot flashes"), the second episode of nausea ("nausea"), vomiting ("vomiting"), abdominal discomfort ("smells upset my stomach like when I was pregnant"), breast pain ("bilateral breast pain more on the right"), inguinal mass ("lump in my right groin"), infection ("infection") and mood swings ("mood swings"). The patient was treated with naproxen, oxycodone hydrochloride (oxycodon) and surgery (hysterectomy with bilateral salpingectomy, hysterectomy and device removal and pelvic surgery/ removal of essure). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia had resolved, the ectopic pregnancy with contraceptive device, syncope, dysfunctional uterine bleeding, endometriosis, hypertension, pyrexia, hot flush, the last episode of nausea, vomiting, abdominal discomfort, breast pain, inguinal mass, vision blurred, menstruation delayed, migraine, abdominal pain, vaginal haemorrhage and dysmenorrhoea outcome was unknown, the musculoskeletal pain, pain in extremity, peripheral swelling and back pain had not resolved and the mood swings was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal discomfort, abdominal pain, back pain, breast pain, dysfunctional uterine bleeding, dysmenorrhoea, ectopic pregnancy with contraceptive device, endometriosis, genital haemorrhage, hot flush, hypertension, infection, inguinal mass, menorrhagia, menstruation delayed, migraine, mood swings, musculoskeletal pain, pain in extremity, pelvic pain, peripheral swelling, pyrexia, syncope, vaginal haemorrhage, vision blurred, vomiting, the first episode of nausea and the second episode of nausea to be related to essure. The reporter commented: the patient tolerated the procedure very well.3 coils noted outside the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6)2008: results: total bilateral occlusion. Ultrasound scan - on (B)(6)2015: visualization of the pelvic viscera using the bladder. As a sonographic window is satisfactory. The uterus measures 9.3 x 4.6 x 4.3 cm. Endometrial stripe measures 7 mm thick the light ovary is 3.8x 2.3. X l9.cm. The left ovary is3.0x 2.6x 2.0 cm. There is no pelvic mass. There¿s trace cul-de-sac fluid which is non specific bilateral essure implants are identified. On (B)(6)2015 patient underwent surgical pathology reports reports resulted in received in formalin labeled with the patients name/ requilition number e.nd ·uterus, cervix, tubes is a globoid uterine corpus with attached ·cervlx srid bilateral firnbriated fallopian tubs. Ovaries are not received. The uterine corpus and cervix weigh 118 grams and measure 9.3 cm fromfundu8 to c::lirvb:, 6.8 em rrom comu to comu,.and 4.3 cm from anterior to postarlor. The mrosa is. Smooth with no distinct adhesions. The elongated cervical neck measures 4.2 em in length wilh the .cervix measuring 3.-3 x 3 cm the .ectocervix is pink/gray. Smooth with a patent 1cm slit-shaped external os. The 2.5 x 4 x 0.8 cm andomelnal cavity is lined by hemorrhagic slightly lush endometrium that averages 0;2 cm in thickness with no grossly visible endometrial polyps or masses, the myometrium is grossly unremarkable,. Which range\s in. Thieknes.s from 1.6 cm up to 2.4 cm. There are no grossly visible gray whorled nodules. Sectioning through each cornu of the uterine corpus reveals an embedded 3 cm length ~ x 0.2 cm diameter spring-like shaped metallic wirem that eldendslrilo·the proximal aspect of each fimbriated fallopian tube the right fimbriated fallopian tube (2.5. Grams) measure 7 cm in lenglh )(0.7 cm .ln average external diameter the serosal surface is- slightly hyperemic with no grossly visible adhesipns sectioning the right fallopian tube reveals the proximal aspect to have a slight rubbery lexture. The left fimbriated fallopian tube (2.1 grams) measures 8 cm in length with external diameter ranging from 0.4 cm up to 0.6 cm. The serosal surface is grossly unremarkable sectioning reveals the proxoimal end to have a slight rubbery texture. Representative sections to include the entire endometrium are sumitted as follows anterior cervix, posterior cervix, anterior endometrium/myometrium/serosa remainder of anterior endometrium posterior endometrium / myometrium/serosa remainder of posterior endometrium. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Event outcome was updated for the event bleeding. Lab data was added. Historical conditions were added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /bilateral pelvic pain/ pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), genital haemorrhage ("heavy and irregular bleeding/went to the emergency room again (B)(6) 2015 bleeding profusely/for the last 3 months the bleeding has been heavy and non-stop/abnormal bleeding"), syncope ("fainted 27 times in the last 3 years"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding endometriosis"), endometriosis ("dysfunctional uterine bleeding endometriosis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal haemorrhage (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 24-year-old female patient who had essure (batch no. 626698(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2009. The patient's past medical history included post coital bleeding in (B)(6) 2008, multigravida, parity 3 ((B)(6) 2005, (B)(6) 2006, (B)(6) 2008), blood pressure high, early onset of delivery, dizziness, headache, endometrial polyp and endometriosis. Concurrent conditions included migraine since (B)(6) 2008, overweight, smoker and alcoholic. Family history included breast cancer, colon cancer, endometriosis, cervical cancer and lung cancer. Concomitant products included medroxyprogesterone (depo provera) since 2000 and oral contraceptive nos since 2003 for irregular periods as well as anaesthetics (anesthesia). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of nausea ("morning sickness"), migraine ("migraines"), abdominal pain ("abdominal pain") and dysmenorrhoea (seriousness criteria medically significant and intervention required). In 2012, the patient experienced syncope (seriousness criterion medically significant). In 2013, the patient experienced musculoskeletal pain ("right shoulder pain"), pain in extremity ("bilateral leg pain"), peripheral swelling ("bilateral leg swelling") and back pain ("back hurts"). On 20-may-2015, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant) and endometriosis (seriousness criterion medically significant). In june 2015, the patient experienced menstruation delayed ("missed my june period"), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On 24-jul-2015, the patient experienced vision blurred ("bad blurred vision"). On an unknown date, the patient experienced hypertension ("high blood pressure"), pyrexia ("fever of 102 to 103 degrees"), hot flush ("makes me feel I have hot flashes"), the second episode of nausea ("nausea"), vomiting ("vomiting"), abdominal discomfort ("smells upset my stomach like when I was pregnant"), breast pain ("bilateral breast pain more on the right"), inguinal mass ("lump in my right groin"), infection ("infection") and mood swings ("mood swings"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with naproxen, oxycodone hydrochloride (oxycodon), surgery (hysterectomy with bilateral salpingectomy), surgery (pelvic surgery/ removal of essure), surgery (hysterectomy and device removal), surgery (hysterectomy and device removal) and surgery (hysterectomy and device removal). Essure was removed on 1-sep-2015. At the time of the report, the pelvic pain and menorrhagia had resolved, the ectopic pregnancy with contraceptive device, syncope, dysfunctional uterine bleeding, endometriosis, hypertension, pyrexia, hot flush, the last episode of nausea, vomiting, abdominal discomfort, breast pain, inguinal mass, vision blurred, menstruation delayed, migraine, abdominal pain, vaginal haemorrhage and dysmenorrhoea outcome was unknown, the genital haemorrhage, musculoskeletal pain, pain in extremity, peripheral swelling and back pain had not resolved and the mood swings was resolving. The reporter considered abdominal discomfort, abdominal pain, back pain, breast pain, dysfunctional uterine bleeding, dysmenorrhoea, ectopic pregnancy with contraceptive device, endometriosis, genital haemorrhage, hot flush, hypertension, infection, inguinal mass, menorrhagia, menstruation delayed, migraine, mood swings, musculoskeletal pain, pain in extremity, pelvic pain, peripheral swelling, pyrexia, syncope, vaginal haemorrhage, vision blurred, vomiting, the first episode of nausea and the second episode of nausea to be related to essure. The reporter commented: the patient tolerated the procedure very well.3 coils noted outside the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Unspecified date: cultures - results not provided. On (B)(6) 2015 patient had transabdominal pelvic ultrasound resulted in visualization of the pelvic viscera using the bladder. As a sonographic window is satisfactory. The uterus measures 9.3 x 4.6 x 4.3 cm. Endometrial stripe measures 7 mm thick the light ovary is 3.8x 2.3. X l9.cm. The left ovary is3.0x 2.6x 2.0 cm. There is no pelvic mass. There¿s trace cul-de-sac fluid which is non specific bilateral essure implants are identified. On (B)(6) 2015 patient underwent surgical pathology reports reports resulted in received in formalin labeled with the patients name/ requilition number e.nd ·uterus, cervix, tubes is a globoid uterine corpus with attached ·cervlx srid bilateral firnbriated fallopian tubs. Ovaries are not received. The uterine corpus and cervix weigh 118 grams and measure 9.3 cm fromfundu8 to c::lirvb:, 6.8 em rrom comu to comu,.and 4.3 cm from anterior to postarlor. The mrosa is. Smooth with no distinct adhesions. The elongated cervical neck measures 4.2 em in length wilh the .cervix measuring 3.-3 x 3 cm the .ectocervix is pink/gray. Smooth with a patent 1cm slit-shaped external os. The 2.5 x 4 x 0.8 cm andomelnal cavity is lined by hemorrhagic slightly lush endometrium that averages 0;2 cm in thickness with no grossly visible endometrial polyps or masses, the myometrium is grossly unremarkable,. Which range\s in. Thieknes.s from 1.6 cm up to 2.4 cm. There are no grossly visible gray whorled nodules. Sectioning through each cornu of the uterine corpus reveals an embedded 3 cm length ~ x 0.2 cm diameter spring-like shaped metallic wirem that eldendslrilo·the proximal aspect of each fimbriated fallopian tube the right fimbriated fallopian tube (2.5. Grams) measure 7 cm in lenglh )(0.7 cm .ln average external diameter the serosal surface is- slightly hyperemic with no grossly visible adhesipns sectioning the right fallopian tube reveals the proximal aspect to have a slight rubbery lexture. The left fimbriated fallopian tube (2.1 grams) measures 8 cm in length with external diameter ranging from 0.4 cm up to 0.6 cm. The serosal surface is grossly unremarkable sectioning reveals the proxoimal end to have a slight rubbery texture. Representative sections to include the entire endometrium are sumitted as follows anterior cervix, posterior cervix, anterior endometrium/myometrium/serosa remainder of anterior endometrium posterior endometrium / myometrium/serosa remainder of posterior endometrium most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch not valid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /bilateral pelvic pain/ pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), genital haemorrhage ("heavy and irregular bleeding/went to the emergency room again (B)(6) /2015 bleeding profusely/for the last 3 months the bleeding has been heavy and non-stop/abnormal bleeding"), syncope ("fainted 27 times in the last 3 years"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding endometriosis") and endometriosis ("dysfunctional uterine bleeding endometriosis") in a 24-year-old female patient who had essure (batch no. 626698) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2009. The patient's past medical history included post coital bleeding in (B)(6) 2008, gravida ii, parity 3 ((B)(6) 2005, (B)(6) 2006, (B)(6) 2008), blood pressure high, early onset of delivery, dizziness, headache, endometrial polyp and endometriosis. Concurrent conditions included migraine since (B)(6) 2008, overweight, smoker and alcoholic. Family history included breast cancer, colon cancer, endometriosis, cervical cancer and lung cancer. Concomitant products included medroxyprogesterone (depo provera) since 2000 and oral contraceptive nos since 2003 for irregular periods as well as anaesthetics (anesthesia). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced the first episode of nausea ("morning sickness"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and abdominal pain ("abdominal pain"). In 2012, the patient experienced syncope (seriousness criterion medically significant). In 2013, the patient experienced musculoskeletal pain ("right shoulder pain"), pain in extremity ("bilateral leg pain"), peripheral swelling ("bilateral leg swelling") and back pain ("back hurts"). On (B)(6) 2015, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant) and endometriosis (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced menstruation delayed ("missed my june period"). On (B)(6) 2015, the patient experienced vision blurred ("bad blurred vision"). On an unknown date, the patient experienced hypertension ("high blood pressure"), pyrexia ("fever of 102 to 103 degrees"), hot flush ("makes me feel I have hot flashes"), the second episode of nausea ("nausea"), vomiting ("vomiting"), abdominal discomfort ("smells upset my stomach like when I was pregnant"), breast pain ("bilateral breast pain more on the right"), inguinal mass ("lump in my right groin"), infection ("infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal haemorrhage (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and mood swings ("mood swings"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with naproxen, oxycodone hydrochloride (oxycodon), surgery (hysterectomy with bilateral salpingectomy) and surgery (pelvic surgery/ removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menorrhagia had resolved, the ectopic pregnancy with contraceptive device, syncope, dysfunctional uterine bleeding, endometriosis, hypertension, pyrexia, hot flush, the last episode of nausea, vomiting, abdominal discomfort, breast pain, inguinal mass, vision blurred, menstruation delayed, migraine, abdominal pain, vaginal haemorrhage and dysmenorrhoea outcome was unknown, the genital haemorrhage, musculoskeletal pain, pain in extremity, peripheral swelling and back pain had not resolved and the mood swings was resolving. The reporter considered abdominal discomfort, abdominal pain, back pain, breast pain, dysfunctional uterine bleeding, dysmenorrhoea, ectopic pregnancy with contraceptive device, endometriosis, genital haemorrhage, hot flush, hypertension, infection, inguinal mass, menorrhagia, menstruation delayed, migraine, mood swings, musculoskeletal pain, pain in extremity, pelvic pain, peripheral swelling, pyrexia, syncope, vaginal haemorrhage, vision blurred, vomiting, the first episode of nausea and the second episode of nausea to be related to essure. The reporter commented: the patient tolerated the procedure very well.3 coils noted outside the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion unspecified date: cultures - results not provided. On (B)(6) 2015 patient had transabdominal pelvic ultrasound resulted in visualization of the pelvic viscera using the bladder. As a sonographic window is satisfactory. The uterus measures 9.3 x 4.6 x 4.3 cm. Endometrial stripe measures 7 mm thick the light ovary is 3.8x 2.3. X l9.cm. The left ovary is3.0x 2.6x 2.0 cm. There is no pelvic mass. There¿s trace cul-de-sac fluid which is non specific bilateral essure implants are identified. On (B)(6) 2015 patient underwent surgical pathology reports reports resulted in received in formalin labeled with the patients name/ requilition number e.nd ·uterus, cervix, tubes is a globoid uterine corpus with attached ·cervlx srid bilateral firnbriated fallopian tubs. Ovaries are not received. The uterine corpus and cervix weigh 118 grams and measure 9.3 cm fromfundu8 to c::lirvb:, 6.8 em rrom comu to comu,.and 4.3 cm from anterior to postarlor. The mrosa is. Smooth with no distinct adhesions. The elongated cervical neck measures 4.2 em in length wilh the .cervix measuring 3.-3 x 3 cm the .ectocervix is pink/gray. Smooth with a patent 1cm slit-shaped external os. The 2.5 x 4 x 0.8 cm andomelnal cavity is lined by hemorrhagic slightly lush endometrium that averages 0;2 cm in thickness with no grossly visible endometrial polyps or masses, the myometrium is grossly unremarkable,. Which range\s in. Thieknes.s from 1.6 cm up to 2.4 cm. There are no grossly visible gray whorled nodules. Sectioning through each cornu of the uterine corpus reveals an embedded 3 cm length x 0.2 cm diameter spring-like shaped metallic wirem that eldendslrilo·the proximal aspect of each fimbriated fallopian tube the right fimbriated fallopian tube (2.5. Grams) measure 7 cm in lenglh )(0.7 cm .ln average external diameter the serosal surface is- slightly hyperemic with no grossly visible adhesipns sectioning the right fallopian tube reveals the proximal aspect to have a slight rubbery lexture. The left fimbriated fallopian tube (2.1 grams) measures 8 cm in length with external diameter ranging from 0.4 cm up to 0.6 cm. The serosal surface is grossly unremarkable sectioning reveals the proxoimal end to have a slight rubbery texture. Representative sections to include the entire endometrium are sumitted as follows anterior cervix, posterior cervix, anterior endometrium/myometrium/serosa remainder of anterior endometrium posterior endometrium / myometrium/serosa remainder of posterior endometrium. Most recent follow-up information incorporated above includes: on 26-feb-2018: pfs+mr received, lot number received.indication updated, patient historical and concomitant condition added, family history added,concomitant drug added, events added as follows:-vaginal haemorrhage, menorrhagia, dysmenorrhagia, mood swings incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), the first episode of genital haemorrhage ("heavy and irregular bleeding"), the second episode of genital haemorrhage ("for the last 3 months the bleeding has been heavy and non-stop"), syncope ("fainted 27 times in the last 3 years"), the third episode of genital haemorrhage ("went to the emergency room again (B)(6) 2015 bleeding profusely"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding endometriosis") and endometriosis ("dysfunctional uterine bleeding endometriosis") in a (B)(6) year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2009. The patient's past medical history included post coital bleeding in (B)(6) 2008. Concurrent conditions included migraine since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced the first episode of nausea ("morning sickness"). In 2009, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), the first episode of genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), abdominal pain ("abdominal pain") and the first episode of pelvic pain ("chronic pelvic pain"). In 2012, the patient experienced syncope (seriousness criterion medically significant). In 2013, the patient experienced musculoskeletal pain ("right shoulder pain"), pain in extremity ("bilateral leg pain"), peripheral swelling ("bilateral leg swelling") and back pain ("back hurts"). In (B)(6) 2015, the patient experienced the second episode of genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant) and endometriosis (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced menstruation delayed ("missed my (B)(6) period"). On (B)(6) 2015, the patient experienced the third episode of genital haemorrhage (seriousness criterion medically significant) and vision blurred ("bad blurred vision"). On an unknown date, the patient experienced the second episode of pelvic pain ("bilateral pelvic pain"), hypertension ("high blood pressure"), pyrexia ("fever of 102 to 103 degrees"), hot flush ("makes me feel I have hot flashes"), the second episode of nausea ("nausea"), vomiting ("vomiting"), abdominal discomfort ("smells upset my stomach like when I was pregnant"), breast pain ("bilateral breast pain more on the right") and inguinal mass ("lump in my right groin"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with naproxen, oxycodone hydrochloride (oxycodon) and surgery (pelvic surgery). At the time of the report, the ectopic pregnancy with contraceptive device, syncope, the last episode of genital haemorrhage, the last episode of pelvic pain, dysfunctional uterine bleeding, endometriosis, hypertension, pyrexia, hot flush, the last episode of nausea, vomiting, abdominal discomfort, breast pain, inguinal mass, vision blurred, menstruation delayed, migraine and abdominal pain outcome was unknown and the musculoskeletal pain, pain in extremity, peripheral swelling and back pain had not resolved. The reporter considered abdominal discomfort, abdominal pain, back pain, breast pain, dysfunctional uterine bleeding, ectopic pregnancy with contraceptive device, endometriosis, hot flush, hypertension, inguinal mass, menstruation delayed, migraine, musculoskeletal pain, pain in extremity, peripheral swelling, pyrexia, syncope, vision blurred, vomiting, the first episode of genital haemorrhage, the first episode of nausea, the first episode of pelvic pain, the second episode of genital haemorrhage, the second episode of nausea, the second episode of pelvic pain and the third episode of genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 29-sep-2017: summon received. Case was upgraded in incident category. Reporters were added. Since implant date was updated ((B)(6) 2008); the event: migraine ((B)(6) 2008) and bleeding after sexual intercourse were deleted and updated as other relevant history ((B)(6) 2008). In or around 2009 plaintiff experienced ectopic pregnancy, chronic pelvic pain, abdominal pain, heavy and irregular bleeding, and migraines. Event: outcome was unknown. Reporter causality: the reporter assessed all the above mentioned events were related to essure. Follow-up information was received via legal claim (lawyer) on 27-oct-2017: on an unknown date, the patient experienced abnormal bleeding (seriousness criteria medically significant), migraines, infections and pain. Essure was removed on (B)(6) 2015. At the time of the report, the abnormal bleeding and infections outcome was unknown. The reporter considered abnormal bleeding and infections to be related to essure. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), the first episode of genital haemorrhage ("heavy and irregular bleeding"), the second episode of genital haemorrhage ("for the last 3 months the bleeding has been heavy and non-stop"), syncope ("fainted 27 times in the last 3 years"), the third episode of genital haemorrhage ("went to the emergency room again (B)(6) 2015 bleeding profusely"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding endometriosis") and endometriosis ("dysfunctional uterine bleeding endometriosis") in a (B)(6) female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2009. The patient's past medical history included post coital bleeding in (B)(6) 2008. Concurrent conditions included migraine since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced the first episode of nausea ("morning sickness"). In 2009, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), the first episode of genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), abdominal pain ("abdominal pain") and the first episode of pelvic pain ("chronic pelvic pain"). In 2012, the patient experienced syncope (seriousness criterion medically significant). In 2013, the patient experienced musculoskeletal pain ("right shoulder pain"), pain in extremity ("bilateral leg pain"), peripheral swelling ("bilateral leg swelling") and back pain ("back hurts"). In (B)(6) 2015, the patient experienced the second episode of genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant) and endometriosis (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced menstruation delayed ("missed my (B)(6) period"). On (B)(6) 2015, the patient experienced the third episode of genital haemorrhage (seriousness criterion medically significant) and vision blurred ("bad blurred vision"). On an unknown date, the patient experienced the second episode of pelvic pain ("bilateral pelvic pain"), hypertension ("high blood pressure"), pyrexia ("fever of 102 to 103 degrees"), hot flush ("makes me feel I have hot flashes"), the second episode of nausea ("nausea"), vomiting ("vomiting"), abdominal discomfort ("smells upset my stomach like when I was pregnant"), breast pain ("bilateral breast pain more on the right") and inguinal mass ("lump in my right groin"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with naproxen, oxycodone hydrochloride (oxycodon) and surgery (pelvic surgery). At the time of the report, the ectopic pregnancy with contraceptive device, syncope, the last episode of genital haemorrhage, the last episode of pelvic pain, dysfunctional uterine bleeding, endometriosis, hypertension, pyrexia, hot flush, the last episode of nausea, vomiting, abdominal discomfort, breast pain, inguinal mass, vision blurred, menstruation delayed, migraine and abdominal pain outcome was unknown and the musculoskeletal pain, pain in extremity, peripheral swelling and back pain had not resolved. The reporter considered abdominal discomfort, abdominal pain, back pain, breast pain, dysfunctional uterine bleeding, ectopic pregnancy with contraceptive device, endometriosis, hot flush, hypertension, inguinal mass, menstruation delayed, migraine, musculoskeletal pain, pain in extremity, peripheral swelling, pyrexia, syncope, vision blurred, vomiting, the first episode of genital haemorrhage, the first episode of nausea, the first episode of pelvic pain, the second episode of genital haemorrhage, the second episode of nausea, the second episode of pelvic pain and the third episode of genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality.. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 29-sep-2017: summon received. Case was upgraded in incident category. Reporters were added. Since implant date was updated (13-jun-2008); the event: migraine ((B)(6) 2008) and bleeding after sexual intercourse were deleted and updated as other relevant history ((B)(6) 2008).in or around 2009 plaintiff experienced ectopic pregnancy, chronic pelvic pain, abdominal pain, heavy and irregular bleeding, and migraines. Event: outcome was unknown. Reporter causality: the reporter assessed all the above mentioned events were related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.